Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned to zmc and evaluation is still underway. The evaluation included review of downloaded software flag files on the day of the. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would cause or contribute to the event. There is no indication that a device malfunction caused or contributed to the patient's death. Device manufacture date: monitor sn (B)(4): 04/11/2011 reuse, electrode belt sn (B)(4): 08/08/2014 reuse.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2016. Prior to passing, the patient experienced an inappropriate treatment event consisting of one shock. It was reported that the patient was at home lying in bed and was not conscious at the time of the treatment event. It was reported that the patient's wife was present during the event and performed CPR. The device detected asystole between 00:52:59 and 00:54:53. The patient received a 156j treatment shock at 00:57:27 on (B)(6) 2016. The patient's was in asystole at the time of the treatment. The patient's post-shock rhythm was bradycardia @ 35 bpm. Oversensing small cardiac signal contributed to the false detection. The electrode belt was disconnected at 01:11:47. The patient passed away that day ((B)(6) 2016). There is no indication that the treatment during asystole caused or contributed to the death, as the patient was already in a nonlife-sustaining rhythm before the treatment.